Event description:
Patient reported is having an increase in seizures and believes the vns battery may be depleted. It was reported that the patient was seen two years and her generator was at 50-75%. It was noted by the physician that it is possible the vns battery is now low. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Per the physician, the cause of the increased seizures can be not determined at this time. It was mentioned that the patient's new medication may be causing more seizures; however, no assessment could be provided. No additional relevant information has been received to date.